Event description:
Allegedly the patient was revised due to mom complications: loosening; pain; metallosis (right).

Manufacturer narrative:
After the initial report, it was determined that loosening should be added to the incident mode.